Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the therapy capacitor needs replacement. There was reportedly no patient involvement. The fse evaluated the device on site. It was discovered that the therapy capacitor has low energy output. The capacitor was replaced, and the device returned to full operation. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the evaluation conducted, the cause of the reported issue was the therapy capacitor. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the therapy capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.